Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that mpu (mobile power unit) patient cable black and white connectors were not closing well. Additional information stated that the red battery strap was damaged and needed to be replaced as well. The system powered up as intended. The patient cable was replaced, and system was upgraded to latest software version (B)(6).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of damaged power cable connectors on the mpu, was confirmed when the unit was evaluated by technical service. The mpu patient cable was replaced ¿ as the threads on the mpu connectors were noted to be damaged. The damaged mpu patient cable was returned for further evaluation. Functionally, the damaged threads on the mpu connectors did not affect the threading and locking of the mating controller connector. The cause of the thread damage was unable to be determined through this analysis. The mpu assembly was made in sep 2015.the unit was packaged and placed into stock on (B)(6), 2015 .the unit was placed into the rental/loaner pool on (B)(6), 2015. The unit was sent to the customer on (B)(6), 2020. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was unknown if a patient was involved with the event.